Manufacturer narrative:
The philips remote service personnel conducted an alarm trigger test with the customer and it worked well. The customer was unable to verify if the fault was with the mx750 or the associated x3. Alarm trigger tests that were conducted, worked well. The customer will monitor the operation of the monitor and verify the triggering of alarms. The customer was advised, if in doubt, to replace the x3 module with an available back up. H3 other text : remote support conducted testing with customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported nbp failure to alarm from the device. The device was in use at time of event, there was no adverse event reported.